Manufacturer narrative:
Unit received with partially broken retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir/p-cap in place due to broken retainer. Unit also received with cracked keypad at select button and cracked case corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring broken off. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.